Event description:
At approximately 11:43pm on (B)(6) 2012, alarm sounded from patient's room. Staff entered to find patient on the floor, face down, and unconscious and bleeding from l forehead. Lvad was power module cable was found to be disconnected from power module...